Event description:
In 2001, the user facility's or materials director informed the manufacturer's sales rep of the following: catheter leaked at mid aspect, device removed. Replacement device had catheter leak. Both devices are being returned to the MFR.